Event description:
It was reported that an asymptomatic patient presented to the operating room for a pulse generator change out procedure. Prior to the procedure, the device exhibited backup operation. The device was explanted and replaced. No adverse consequences to the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.